Manufacturer narrative:
Additional information: d10, g3, h3. Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly was activated one (1) time and one (1) stent remained in the device. The trigger button motion was functioning as intended as the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the distal end of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Following the manufacturing procedure, it is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly. If any of the frontal components were bent or broken, the device should fail inspection and the unit should get rejected as all devices undergo visual inspection via x-ray per the manufacturing procedure. No other non-conformances related to the reported event were found. A review of x-ray images for the specified lot revealed that accepted device injectors contained splayed trocar that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent as it undergoes critical dimension inspection after injector assembly per the manufacturing procedure. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the actuation of the first stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation, but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed, and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use, and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant two (2) stents from a trabecular micro bypass stent system. Per report, the remnants were removed intraoperatively from the patient¿s right eye. There was no report of patient¿s injury. Additional information is being requested.